Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device remains implanted.

Event description:
A patient-specific implant request form was received for the patient's right distal femoral endoprosthesis. Noted on the form: "previous chondrosarcoma and revision df epr. Failed components. Need rebushing components please: the bushes, bumper, axle, circlip, rotating hinge platform.".